Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. During inspection, the machine was in use, the helium cylinder had just been replaced, and it was shown that it was full, and no leakage was found. The customer assisted in temporarily stopping the machine for 30 seconds and replaced the helium cylinder sealing gasket. Restarted the machine, the machine worked normally, and the helium capacity was displayed normally. The replaced gasket was aged, and it was judged to be caused by the aging of the gasket rubber. The machine is in normal use. The customer will observe the use of the machine in the future and contact us in time if there are any problems.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) helium consumption was too fast. The gasket has been replaced. There was no patient harm.